Manufacturer narrative:
Additional information (autopsy report) was received from the customer which listed the primary and secondary cause of death. The date of the event occurred on 06 october 2019 and the patient expired on (B)(6) 2019. The information provided by the customer was reviewed by the manufacturer and it was determined that the pump programming error which resulted in amiodarone over infusion did not directly cause or contribute to the patient¿s death. However, the programming error resulted in hypotension and additional interventions were provided. Therefore, the adverse type on this report is updated to serious injury.

Event description:
It was reported that on 06 october 2019 at 0935, the patient was urgently taken to cath lab for placement of a "tandemheart" device. During initiation of anesthesia care, the patient¿s amiodarone infusion (previously running at 50 ml/hr.) Was inadvertently programmed to administer 500 ml/hr. (Entered 30mg/250ml instead of the intended 300mg/250ml). This infusion rate continued throughout the procedure (726mg infused at 500 ml/hr. Within three hours), with recognition of the inadvertent bolus occurring shortly after arrival in cardiovascular intensive care unit (cvc ICU). The patient ended up getting a 10 times overdose. Amiodarone was stopped briefly, then restarted at 50 ml/hr. Late in the afternoon, the patient had a number of episodes of hypotension, which required bolus dose vasopressors, calcium and bicarbonate to address the symptoms. The patient was moved to shock protocol continuous renal replacement therapy (crrt) to aide with overall management. The patient died on 20 october 2019; the primary cause of death was non-ischemic cardiomyopathy and secondary cause of death was chronic kidney disease stage v, hypertension, mitral regurgitation, tricuspid insufficiency. The following is the infusion timeline provided by the customer: 06oct2016 at 0956: pump programmed for 30mg/250ml; pump alarm: infusion alert low concentration - alert overridden, pump start infusing at 500ml/hr. (8.3ml/min) 06oct2016 at 0956-1001: after low concentration alarm is overridden and pump is started, it immediately alarms for air in line. Pump restarted briefly, then alarms again w/air in line. 06oct2016 at 1001-1019: infusion complete total, infused 35ml, pump reverts to kvo* (10ml/hr.) Pump continues at kvo total infused: 36.8ml (bag change? *kvo=keep vein open 06oct2016 at 1019-1031: pump restarted, stops/sounds alarm w/air in line x4, restarted x4 (1026-1029: pump door opened and closed, air purged from line) 06oct2016 at 1031: infusion complete, total infused 35ml, pump reverts to kvo (10ml/hr.) 06oct2016 at 1031-1103: new bag amiodarone hung, volume to be infused set at 500ml, full 250ml bag infuses, followed by air in line alarm 06oct2016 at 1222: new bag amiodarone hung, pump restarted, patient side occlusion x2 06oct2016 at 1245: patient arrived to cvicu from cath lab w/ tandem heart device. 06oct2016 at 1253: infusion complete at 500ml infused. Pump reverts to kvo 06oct2016 at 1259: amiodarone infusion stopped, pump programming error identified, total infused at 10x rate: 726mg/605ml (2.7 at kvo) death was not contributed to the bd device.

Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient was having surgery in the cardiovascular operating room and the alaris system was in anesthesia mode. The patient was having acute issues and needed amiodarone. At the time, there was a drug shortage of amiodarone and the standard concentration needed to be changed during that shortage. So, a custom concentration entry needed to be used in the library for this non-standard concentration. The anesthesia fellow accidentally entered 30mg/250ml instead of the intended 300mg/250ml. The patient ended up getting a 10 times overdose and subsequently died. Death was not contributed to the bd device.